Event description:
During a laparoscopic colon resection, pieces of the shaft of the enseal handpiece shredded off. The surgeon removed all visible pieces. The handpiece was removed from the field.====================== manufacturer response for hemostatic device, enseal (per site reporter).====================== manufacturer coming to hospital, per or storeroom coordinator.